Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted and the high voltage cable was replaced during the service call.

Event description:
The customer reported that the 9800 system collimator was stuck closed. No patient injury was reported.